Manufacturer narrative:
(B)(4).

Event description:
Pt father reports inaccurate cgm values. Ref: (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation. An exterior visual inspection was performed and passed. The sensor wire is present and free from damage or abnormalities. The seal, seal carrier, and 2 pucks are all present with an adequate amount of pj in the wells. The sensor is in the correct position within the seal carrier. Data/share log was reviewed and inaccurate cgm values were found in the log within the investigation window. The customer complaint was confirmed because there was an indication of an inaccurate cgm value. A probable cause could not be determined via product evaluation.